Event description:
This complaint originated as a result of the reuse technician, calling baxter to report a CT-190g reusable dialyzer, model 5m1546, lot number 08j13cx having a blood leak. The event date was (B)(6) 2009 with 28 reuses of the dialyzer. The leak was at the beginning of treatment. The patient continued therapy with a new single use dialyzer and was okay. There was no patient injury and no medical intervention reported, the patient is doing fine.

Manufacturer narrative:
(B)(4). The sample was available and requested. A disinfection procedure was performed to remove the blood. All the blood was unable to be removed; therefore, no further procedural tests were performed. There was residual blood which stained the end of the fibers in the venous header from the many uses. No blood clots were found. Visual inspection was performed and no obvious defects were found. See photo in the above evaluation attachment. This dialyzer is biohazardous and no other testing can be performed.